Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using the maxcore instrument. During the procedure, the outer cannula could not be fired. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigational summary: the physical device was not returned for evaluation. Four electronic photos were provided and reviewed. The first photo shows one maxcore device in full primed position in which needle covered with needle protector kept on the floor. The second photo shows one maxcore device in initial position in which needle covered with needle protector kept on the floor. The third photo shows one maxcore device in inverted position in which needle covered with needle protector kept on the floor. The fourth photo shows all three maxcore devices kept together in the floor. No other visual anomalies are observed.therefore, based on the photo review the investigation is kept as inconclusive for the reported failure to fire issue as no objective evidence was shown in the provided photo to support the reported event. A definitive root cause for the alleged failure to fire issue could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f : the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.